Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during the basic occlusion test and compromised force sensor system during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). The motor was tested outside of the device and passed the motor tests. There was no damage on the motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had been running through batteries. The pump alarmed motor error and compromised force sensor system. The customer's blood glucose was 129 mg/dl at the time of incident. The customer stated that they were not able to rewind the pump. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.